Event description:
It was reported that the patient's white blood cell count was elevated at the time of their admission. All cultures were negative although the patient had a necrotic unstageable decubitus ulcer. On (B)(6) 2021 the patient was transferred to the intensive care unit (ICU) in the setting of hyponatremia and worsening mentation. On (B)(6) 2021 do not resuscitate, do not intubate, and do not shock orders were put into place. On (B)(6) 2021 the patient was in ventricular tachycardia all day with labored respirations. The decision was made to pursue comfort care only. The patient's implantable cardioverter defibrillator (ICD) and left ventricular assist device (lvad) were deactivated. The patient expired almost immediately afterwards. The death was not considered to be device related. The device operated as expected.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between the device and the reported events, as well as the patient's outcome, could not be conclusively established at this time. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use, rev. C, is currently available. Section 1, "introduction," lists cardiac arrhythmia and death as adverse events that may be associated with the use of heartmate ii lvas. Section 6, "patient care and management," also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file for this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's family stated the patient had been declining in the previous four weeks. The patient was admitted to the hospital on (B)(6) 2021, and later expired on (B)(6) 2021.